Manufacturer narrative:
Approximate age of device ¿ 1 years 3 months (the age is calculated from the date of implant to the event date.). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was presented to the emergency room (ER) on (B)(6) 2018 after collapsing to the ground. Patient denies any trauma or loss of consciousness with collapse. Patient diagnosed with acute on chronic chronic kidney disease (ckd) with creatinine of 2.78 mg/dl on admit. Milrinone changed to dobutamine as a precaution. Creatinine on (B)(6) 2019 1.73; patient improving. It was reported that the adverse consequences is acute chronic renal failure. On (B)(6) 2019, it was reported about hyperkalemia. On (B)(6) 2018, the patient's potassium was noted to be 7.5 mmol/l upon presentation. Patient was treated with patiromer, sodium bicarbonate, d50w (dextrose), calcium gluconate and lasix. Patient's potassium improved to 5.0 mmol/l on (B)(6) 2019. In addition, it was reported from requested information that the fall was secondary to acute on chronic ckd. The patient denies any additional signs or symptoms. The patient's ckd was treated with a change in inotropic therapy to support renal function (milrinone to dobutamine). The patient was found improving on dobutamine drops. On (B)(6) 2019, it was reported that the customer did not report the renal failure was secondary to the device. Per ID, new finding on (B)(6) 2019, recurrence of candida from before, confirming patient has colonized the crt-d or lvad or both. Blood culture found positive for 1 of 2 sets. Fortunately patient was not sick from this. Suppressive therapy was needed. Given micafungin for now, prob 7-10 day course, then lifelong suppressive therapy.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event cannot be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists infection and renal failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient was discharged home in stable condition on (B)(6) 2019. Cultures were repeated and were negative for infection. Patient was treated through (B)(6) 2019, then once weekly micafungin for long-term suppressive therapy.

Manufacturer narrative:
Section h6: patient code related to additional information the patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete